Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (unit was not giving breath). The suspect device passed all bench testing at the same settings as customer had at the time of the reported incident. Furthermore, internal inspection was performed on the ventilator and no anomalies were revealed.

Event description:
The customer reported that the lap top ventilator (ltv1150) was not giving breath under simv-CPAP mode settings. They had an extra rental ventilator which was working and they confirmed with the staff and respiratory therapist by trying with same settings to ensure breath rate. There was no harm to any patient in associated with the reported complaint.